Event description:
This phacoemulsification handpiece would not calibrate prior to the start of a cataract extraction procedure; however, the pt has been prepped. Another handpiece was used for the proceure which was delayed approx. 5 minutes.